Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of motor error with their insulin pump and a blank screen. The customer's blood glucose level at the time of incident was unknown. The customer reported that he had two pumps. On both pumps the customer was having motor error alarms. The customer was advised that the initial older pump he had been using was out of warranty. Troubleshooting was conducted on the new pump he had not been on, and the pump turned back on. Nothing is being returned or replaced.